Manufacturer narrative:
The suspect device referenced in this report has been returned to olympus; however, evaluation has not yet begun. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that the single use ligating device could not be released because the spring in the handle had jumped out. The emergency procedure for this device was followed and the device was safely removed. The procedure was then completed with a new device of the same type. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the handle was deformed. The operation pipe was broken at the handle. The tube sheath was kinked and broken. The coil sheath was buckled and broken under the handle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the reported likely occurred due to the following mechanisms: mechanism #1: the loop was surrounding the body tissue. The tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. The loop was tightened by pulling the slider. The slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. While the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. The hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. Since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. The slider was forcefully operated in state of ¿7¿ description causing the operating pipe of the slider to deform and break. The spring detached from the broken operating pipe. Mechanism #2: the sheath was bent near the handle. The operating wire could not move because sliding resistance between the sheath and the operating wire increased. The operating pipe deformed and broke because the slider was forcefully operated. The spring detached from the broken operating pipe. Due to above, the loop could not detach from the hook. Furthermore, it is likely that the handle broke apart from the sheath of the device by a tool, to remove the device from an endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.¿. ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿. ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿. ¿never use excessive force to operate the instrument. This could damage the instrument.¿. ¿straighten out the portion of the instrument that extends from the biopsy valve.¿. This supplemental report includes information added to b5 and h4. Also, an update has been made to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during a procedure to remove a pedunculated polyp. To remove the device, the user cut off the handle to partially separate the sheet and remove the endoloop from the biopsy channel so that cutter could be advanced. The procedure was prolonged by about 10 minutes to troubleshoot the issue. The patient did not experience any complications due to this event and is reportedly in good condition. Also, the device has been operated using the abba method as indicated in the user manual.